Event description:
During a wedge resection, vats procedure, the or nurse closed the device checking the security before passing it to the surgeon, but it did not open again. Or time was slightly delayed to obtain a like device which was used to complete the procedure. No patient consequence.